Event description:
A survey was conducted by boston scientific neuromodulation and a response was received stating a patient's skin had been broken down with wires exposed. No further information can be obtained as the survey was anonymous.

Manufacturer narrative:
This is the final report as no investigation can be performed due to unknown devices and patient.